Event description:
On (B)(6) 2013, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch ultra meter is reverting into the setup mode. The complaint was classified based on the customer care advocate (cca) documentation. The onset of the reported issue began on (B)(6) 2013 at 9 am. 30 minutes later, the patient reportedly required hcp treatment with more food and drink. The patient did not develop any symptoms at the time of concern. The alleged issue was resolved with training. There was no product misuse. The subject meter reverted into setup mode after the battery was replaced. The lfs product was replaced and requested back for investigation. This complaint is being reported because the patient required hcp treatment suggestive for hypoglycemia after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.